Manufacturer narrative:
Event date: exact date unknown, event had been happening for a long time.

Event description:
It was reported that the patients charger had caused burns and blisters. The patient was provided a loaner charger which resolved the issue. No further information could be obtained despite good faith efforts.